Event description:
When the esu return electrode surgical pad was removed from the patient, the area underneath the esu electrode was red and there was an abrasion on a portion of the skin that was in contact with the top of the esu return electrode.